Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) general surgery. (B)(6) , md. Office notes. Returns reporting hernia recurrence. Initial abdominal surgery was an appendectomy. Then developed an incisional hernia which was repaired. Hernia recurred and she went to (B)(6) for repair; lasted less than two weeks and returned for additional repair. Hospitalized in 2006 with bowel obstruction; that was her last hernia repair. States it stayed intact until this year. Now having problems with nausea, frequent bowel movements, pain over entire abdomen. No recent abdominal surgery, no recent CT. Medical history: basal cell carcinoma scalp/neck (B)(6) 2012; ablation with laser. Exam: weight 207 lbs, 6.4 oz. Bmi 36.16. Abdominal: soft, no distension, no mass, no tenderness, no rebound, no guarding. Assessment/plan: fecal incontinence, change in bowel habits, right lower quadrant abdominal pain, nausea. Recommended upper endoscopy, CT of abdomen to assess questionable right lower quadrant hernia . On (B)(6) 2013: (B)(6) general surgery. (B)(6) , md. Office notes. Follow up to colonoscopy/esophagogastroduodenoscopy. Endoscopy findings indicate large rectal mass. Normal upper endoscopy. Distal rectal mass biopsy; villous adenoma with focal high-grade dysplasia. Plan: trans anal excision. Will revisit recurrent incisional hernia after rectal surgery . On (B)(6) 2013: (B)(6) general surgery. (B)(6) , md. Office notes. Follow up to transanal excision of distal rectal tumor. Assessment/plan: focal intramucosal adenocarcinoma arising from a tubulovillous adenoma. Return in 3 months. Refer to dr. Roth at UK for evaluation for large, multiply recurrent right lower quadrant hernia. I performed 3rd repair on hernia in 2006 and it stayed repaired until last year . On (B)(6) 2018: (B)(6) general surgery. (B)(6) , md. Office notes. Presents for evaluation of incisional hernia. Last surgery approximately 5 years ago. Has symptoms of bloating, bulging, burning which are made worse with walking. Symptoms recurred 2 years ago and have progressively worsened. Constipation; takes metamucil nightly. Gastroenterology suggested that she have weight loss surgery. Medical history: diabetes mellitus. Squamous cell carcinoma of central lower lip 11/10/14; laser ablation. Medications: metformin. Exam; abdominal: soft, bowel sounds normal, no distension, no mass, no rebound, no guarding. Tenderness right lower quadrant. Entire right lower quadrant bulges, no definite hernia defect. Assessment/plan: right lower quadrant abdominal pain. CT abdomen and pelvis. May have attenuation of right lower quadrant muscles and not a true hernia defect. Agree that if she lost weight and has a hernia, it would have a better chance at repair. With diabetes treatment of metformin, she would be a candidate for sleeve gastrectomy. Discussed that the midline scar would increase the surgical risks. Follow up after CT . On (B)(6) 2018: (B)(6) general surgery. (B)(6) , md. Office notes. Follow up for results of CT. Findings: hernia involving the right lower quadrant anterolateral abdominal wall with the hernia sac containing mesenteric fat and bowel loops. No evidence of bowel obstruction, free air, or free fluid. Plan: reviewed CT films, likely attenuation of muscle in right lower quadrant. No one would attempt repair again at current weight, possibly would at a lower weight. CT looks to me more like muscular attenuation than herniation . [Missing records: records of the CT scan of the abdomen and pelvis which showed ¿bowel containing right lower quadrant anterolateral abdominal wall hernia¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2001: (B)(6) medical center. (B)(6) , md. Operative report. Appendectomy. [Incomplete record ]. On (B)(6) 2001: (B)(6) medical center. (B)(6), md. Discharge summary. Admit date: (B)(6) 2001. Acute appendicitis. Findings included acute appendicitis with perforation. Small amount stool leakage in appendix and necrotic mesoappendix. Cultures grew e. Coli. Wound left open due to perforation, dressing changes performed. Discharge instructions: dressing changes with home health. On (B)(6) 2001: (B)(6) medical center. (B)(6), md. History and physical. Rectal mass, right lower quadrant pain, bulge. Abdomen: when coughs or stands there is a non-discreet bulge in right lower quadrant, cannot palpate discreet hernia . Rectal: soft mass left lateral area. Anoscopy revealed likely polyp. Impression: if she is determined to have hernia, may require hernia repair. On (B)(6) 2001: (B)(6). (B)(6) . Radiology ¿ CT abdomen. Findings: attenuation of right rectus muscle with herniation of omental fat, possibly small bowel, though not at this time, through right-sided abdominal wall hernia. Hernia extends inferior to mouth of hernia, along right lower abdomen. Impression: right-sided abdominal wall hernia. On (B)(6) 2001: (B)(6) medical center. (B)(6) , md. History and physical. Abdominal wall hernia. Impression: most likely due to incisiona hernia. Discussed laparoscopic versus open repair. Wishes to have open repair. If develops recurrence, we would refer for laparoscopic repair. On (B)(6) 2006: (B)(6), (B)(6) center. [Illegible signature]. Consultation. Indication: incisional hernia repair redo. Pain progressing for 1 year now. Abdomen: tender to palpation, bulge right upper quadrant with straining. Plan: laparoscopic incisional hernia repair. On (B)(6) 2006: (B)(6). (B)(6) , md. Letter. Redeveloped hernia causing pain, easily reducible, diameter of 6 cm. I have thoroughly discussed with her risks, complications, benefits of laparoscopic incisional herniorrhaphy. I have also noted that we may not be able to get this done laparoscopically and will possibly convert to open. She understands risks, complications, benefits of procedure. On (B)(6) 2006: (B)(6) , (B)(6) center. (B)(6), md. Pathology report. Accession #: (B)(4). Diagnosis: hernia sac with foreign body giant cell reaction, specimen submitted as mesh (clinical history of incisional hernia). Clinical history: the working diagnosis is incisional hernia. The operative procedure: incisional hernia repair. Description of specimen: mesh. Gross description: a single specimen is received fresh, labeled mesh and consists of an endothelialized mesh fragment as well as large fragment of yellow red fatty soft tissue. The mesh with attached pink red soft tissue measures 15.5 x 10.3 x 1.0 cm. The mesh is roughly circular in dimension. A blue suture is present along the edges of the mesh. The accompanying detached fatty soft tissue measures 8.0 x 6.5 x 2.3 cm. A representative mesh with attached tissue, as well as a representative section of fatty detached tissue is submitted in a1. Microscopic description/comment: I have reviewed all diagnostic slides and have edited the gross and/or microscopic portion of this report as part of my pathologic assessment and final diagnosis. ICD 9: 553.21 incisional hernia. On (B)(6) 2006: (B)(6) hospital. (B)(6), md. Letter. Underwent open right incisional hernia repair with gore-tex mesh placement, has done beautifully from this. Incision well healed . Now has classic biliary colic. Will undergo ultrasonography of right upper quadrant. On (B)(6) 2006: [facility ni [not indicated]]. [Illegible signature]. Treating physician return to work. Employee may return to work on (B)(6) 2006 without restrictions. On (B)(6) 2006: (B)(6) medical center. (B)(6), md. Radiology ¿ ultrasound abdomen. Indication: possible gallbladder disease. Impression: unremarkable study. On (B)(6) 2006: (B)(6) medical center. (B)(6), md. Consultation. Right upper quadrant abdominal pain, vomiting. Abdominal incisional hernia repair, reports one week later having violent emesis, back pain, bulging right side of abdomen. Abdomen: mildly obese, marked asymmetry of abdominal wall with bulging of right side of abdomen immediately below recent herniorrhaphy scar. Contents non-reducible. Impression: probable recurrence of incisional hernia. On (B)(6) 2006: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. History of appendectomy, hysterectomy, hernia repair. Impression: small bowel obstruction. Large right-sided abdominal wall hernia with dilated fluid-filled loops. Abnormal pericolonic stranding, thickening along lateral conal fascia in region of splenic flexure. On (B)(6) 2006: (B)(6) medical center. Anesthesia record. Asa 2. Weight 185 pounds. On (B)(6) 2006: (B)(6) medical center. (B)(6), md. Discharge summary. Admit date: (B)(6) 2006. Final diagnosis: incarcerated incisional hernia, leukocytosis. Discharged home in improved condition. On (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: chronic cholecystitis. Operation: laparoscopic cholecystectomy with intraoperative cholangiograms. On (B)(6) 2012: (B)(6) medical center. (B)(6) . Anesthesia record. History of chronic obstructive pulmonary disease, gastroesophageal reflux disease. On (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: right lower quadrant pain with recurrent hernia. Impression: large recurrent right lower quadrant hernia containing nonobstructed loops of bowel. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: large rectal tumor. Operation: transanal excision of distal rectal tumor. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: rectal pain, status post recent transanal resection of rectal tumor. Findings: there is once again demonstration of hernia involving right lower quadrant anterior abdominal wall with hernia sac containing mesenteric fat, bowel loops. Impression: chronic changes without acute abnormality. On (B)(6) 2013: (B)(6) medical center. (B)(6), jr, md. Operative report. Operation: transanal excision of distal residual rectal tumor. On (B)(6) 2013: (B)(6) hospital. (B)(6), md. Pathology report. Accession #: (B)(4). Diagnosis: recurrent incisional/ventral hernia, mesh, excision: degenerating fibro-fascial tissue with mesh and giant cell reaction. Clinical history: preop diagnosis: recurrent incision hernia right flank. Procedure: open repair of recurrent incisional hernia/ventral repair right flank with mesh. Description of specimen: a) mesh. Gross description: a single specimen is received in formalin labeled mesh consisting of two bright pink and red fibromembranous tissue fragments which measure 22.2 x 18.5 x 8.3 cm. There is no notable adherent adipose and soft tissue. It is representatively sampled in a1. On (B)(6) 2013: (B)(6) surgery clinic. (B)(6) , md. Office notes. Doing quite well, drains have been removed. Incisions well-healed. Miss (B)(6) has had an amazing outcome following incisional hernia repair with light weight polypropylene mesh and removal of previous mesh. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Squamous cell carcinoma of lip. History of inguinal hernia right. On (B)(6) 2014: (B)(6) medical center. (B)(6) . Anesthesia record. History of sleep apnea noncompliant. On (B)(6) 2017: (B)(6) care center. (B)(6) , aprn. Office notes. Type 2 diabetes mellitus. On (B)(6) 2018: (B)(6) surgery center. (B)(6) , md. Office notes. History of having had a large baby (11 pounds), vaginal wall tears. Concerned about large abdominal wall hernia on right side. On (B)(6) 2019: (B)(6) medical center. (B)(6) , md. Operative report. Operation: upper gi endoscopy. Findings: distal esophagus showed chronic esophagitis. On (B)(6) 2019: (B)(6) medical center. (B)(6), md. Operative report. Operation: laparoscopic sleeve gastrectomy. Took twice as long as usual due to extensive adhesions. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component g04088: membrane. Previous patient codes (2422, 3191 other used for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2001 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2002 and (B)(6), 2006 were not provided. Patient information: medical history: ¿ acute appendicitis with perforation ¿ abdominal wall hernia ¿ right lower quadrant incisional hernia ¿ basal cell carcinoma ¿ obesity ­ (B)(6) 2004: 185 lbs., bmi 32.8 ­ (B)(6) 2006: 190 lbs., bmi 33.7 ­ (B)(6) 2007: 187 lbs., bmi 33.1 ­ (B)(6) 2013: 210 lbs., bmi 37.2 ­ (B)(6) 2018: 213 lbs., bmi 37.7 ­ (B)(6) 2019: 221 lbs., bmi 40.1 ¿ chronic obstructive pulmonary disease [copd] ¿ gastroesophageal reflux disease [gerd] ¿ rectal carcinoma ¿ diabetes mellitus ¿ type ii surgical procedures: ¿ (B)(6) 2001: appendectomy ¿ 2001: hernia repair, hysterectomy ¿ (B)(6) 2002: repair of incisional hernia with mesh, adhesiolysis. Implant: marlex mesh ¿ (B)(6) 2006: laparoscopic lysis of adhesions. Repair of incarcerated incisional hernia. Mesh placement. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2006: incarcerated recurrent incisional hernia repair, 26 cm layered closure of the abdominal wall. Implant: sepramesh. ¿ (B)(6) 2007: laparoscopic cholecystectomy with intraoperative cholangiograms ¿ (B)(6) 2013: repair of recurrent right lower quadrant hernia, removal of intraperitoneal mesh, implantation of 30 x 30cm lightweight polypropylene mesh in preperitoneal space, right transversus abdominis release, left posterior rectus sheath release, both resulting in rectus abdominis advancement flaps, small bowel serosal repairs x2. ¿ (B)(6) 2019: laparoscopic sleeve gastrectomy. Relevant medical information: ¿ (B)(6) 2001: ¿acute appendicitis. Findings included acute appendicitis with perforation. Small amount stool leakage in appendix and necrotic mesoappendix. Cultures grew e. Coli. Wound left open due to perforation, dressing changes performed.¿ ¿ (B)(6) 2001: ¿when coughs or stands there is a non-discreet bulge in right lower quadrant, cannot palpate discreet hernia .¿ ¿ (B)(6) 2001: CT abdomen/pelvis: ¿attenuation of right rectus muscle with herniation of omental fat, possibly small bowel, though not at this time, through right-sided abdominal wall hernia. Hernia extends inferior to mouth of hernia, along right lower abdomen. Impression: right-sided abdominal wall hernia.¿ ¿ (B)(6) 2001: ¿abdominal wall hernia. Impression: most likely due to incisional hernia. Discussed laparoscopic versus open repair. Wishes to have open repair. If develops recurrence, we would refer for laparoscopic repair.¿ ¿ (B)(6) 2002: repair of incisional hernia with mesh. Implant: marlex mesh. ­ ¿I made a right lower quadrant transverse incision at the site of the right lower quadrant scar. I incised the skin and subcutaneous tissues sharply. I identified the hernia sac. The hernia sac was opened and sharply excised. Some adhesions between the peritoneum and omentum were lysed with sharp dissection. The right lower quadrant abdominal wall fascia was identified. All the individual fascial layers could not be identified. The external oblique fascia was identified. The peritoneum was identified. The fascia of the right lower quadrant abdominal wall was exposed around the fascial defect with electrocautery, circumferentially. The facial layer of the right lower quadrant abdominal wall was then approximated in mass to a prolene mesh. This was done circumferentially around the margin of the hernia defect with a running, #1 prolene stitch. After the mesh was approximated circumferentially to the fascia defect with a running, simple #1 prolene stitch , the wound was irrigated with normal saline. Good hemostasis was achieved with electrocautery. There was noted to be omentum interpose between the mesh and the intestine with no intestine touching the mesh. Two flat, #10 jackson-pratt drains were placed via stab wounds lateral to the incision, one superiorly and one inferiorly. They were placed in the subcutaneous tissues. They were secured to the skin where they existed [sic] the skin with 2-0 silk stitches. The deep subcutaneous tissues were reapproximated with interrupted 2-0 vicryl stitches. The superficial subcutaneous tissues were reapproximated with interrupted 3-0 vicryl subcuticular stitches.¿ implant preoperative complaints: ¿ (B)(6) 2006: ¿incisional hernia repair redo. Pain progressing for 1 year now. Abdomen: tender to palpation, bulge right upper quadrant with straining. Plan: laparoscopic incisional hernia repair.¿ ¿ (B)(6) 2006: ¿the patient is a 55-year-old white female who had an open appendectomy five years ago. Subsequently, the patient developed incisional hernia. This was repaired with mesh at an outside hospital, which has since recurred. She presented to the general surgery clinic complaining of pain and discomfort with this hernia. She was scheduled for laparoscopic versus possible open incisional hernia repair.¿ implant procedure: laparoscopic lysis of adhesions. Repair of incarcerated incisional hernia. Mesh placement. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04091398, 15 cm x 19 cm x 1mm thick, oval] implant date: (B)(6), 2006 [hospitalization (B)(6), 2006 through (B)(6), 2006] ¿ description of hernia being treated: ¿veress needle was advanced into the left upper quadrant. Pneumoperitoneum was achieved. A 5 mm optiview trocar was placed into the abdomen. The hernia was identified. This was upsized to a 10 mm and two additional 5 mm ports were placed, one in the upper and one in the left lower quadrant along the anterior axillary line. Laparoscopic lysis of the adhesions to this hernia sac was undertaken. This was accomplished with a combination of electrocautery and blunt dissection. Once all the adhesions were taken down, it was clear at that time that the hernia was too large to be repaired laparoscopically due to the fact that its inferior and right lateral borders came into contact with the pubic tubercle and the anterior superior iliac spine. This was converted to open hernia repair. Incision of the right lower quadrant was made over the previous skin incision. This was carried down to the level of the previously placed mesh. This mesh was dissected out circumferentially and passed off the table as specimen. Flaps were raised circumferentially to clear fascial edges.¿ ¿ implant size and fixation: ¿an 18 by 10 cm [sic] gore dual mesh was placed on the table. This was trimmed to be approximately 18 by 10 cm. This was sewn in an interrupted fashion circumferentially to the fascia with approximately 3 mm overlap circumferentially. Copious amounts of irrigation were used within the wound. Scarpa¿s fascia was then approximated with a running vicryl. The skin was closed with surgical clips. All port incisions were closed with #4-0 monocryl subcuticular stitches. Mastisol and steri-strips were applied as well as a sterile dressing to the abdominal incision.¿ ¿ (B)(6) 2006: discharge summary: ¿admitted, taken to surgery, repair of incisional hernia. Laparoscopically converted to open procedure due to proximity to her pubic tubercle and right asis [anterior superior iliac spine]. Plan: discharged home, expectation of bowel function return. Diet as tolerated. Activity as tolerated.¿ relevant medical information: ¿ (B)(6) 2006: ¿underwent open right incisional hernia repair with gore-tex mesh placement, has done beautifully from this. Incision well healed . Now has classic biliary colic.¿ ¿employee may return to work on (B)(6) 2006 without restrictions.¿ explant preoperative complaints: ¿ (B)(6) 2006: ultrasound abdomen: ¿unremarkable study.¿ ¿ (B)(6) 2006: ¿right upper quadrant abdominal pain, vomiting. Abdominal incisional hernia repair, reports one week later having violent emesis, back pain, bulging right side of abdomen. Abdomen: mildly obese, marked asymmetry of abdominal wall with bulging of right side of abdomen immediately below recent herniorrhaphy scar. Contents non-reducible. Impression: probable recurrence of incisional hernia.¿ ¿ (B)(6) 2006: CT abdomen/pelvis: ¿small bowel obstruction. Large right-sided abdominal wall hernia with dilated fluid-filled loops. Abnormal pericolonic stranding, thickening along lateral conal fascia in region of splenic flexure.¿ ¿ (B)(6) 2006: ¿this is a 55 year old female who, on (B)(6) [sic], 2006, had undergone a recurrent incisional hernia repair at (B)(6) medical center. I reviewed the operative port [sic] indicating the utilization of dual mesh. She reports sneezing one week after repair and noticed return of the bulge in the right lateral abdomen. She has now presented with a partial bowel obstruction and pain. ¿ explant procedure: incarcerated recurrent incisional hernia repair, 26 cm layered closure of the abdominal wall. Implant: sepramesh. Explant date: (B)(6), 2006 [hospitalized (B)(6), 2006] ¿ ¿the right abdominal transverse scar was incised. As the dissection was continued down, the bowel was encountered. The patient had no well defined hernia sac there were numerous bowel adhesions between the small bowel, cecum, omentum. The subcutaneous tissues, as well as the tissue and growth side of the gore-tex dual mesh. The gore-tex dual mesh had pulled away superiorly and laterally from the fascial edges. The fascial sutures remained in the fascia. Using electrocautery and metzenbaum scissors, the herniated contents were reduced. The bowel was also adherent to the edges of the mesh intra-abdominally. After clearing the attachments, the dual mesh was removed, as was the gore-tex sutures. The subcutaneous flaps are created circumferentially for a distance of 8 cm. A 20 x 30 cm sepramesh was obtained. The fascial defect was 12 cm in diameter. The mesh was tacked to the fascial edges with interrupted 0 prolene sutures circumferentially. These were placed with my hand intra-abdominally, excluding the bowel from the suture placement. The mesh was tacked around the periphery 5-6 cm away from the fascial edges with interrupted 0 prolene sutures. A 15 french round blake drain was placed through a right interior lateral stab incision and across the mesh. The subcutaneous tissues were closed with running 2-0 vicryl sutures. The skin was closed with skin staples. ¿ (B)(6) 2006: discharge summary: ¿final diagnosis: incarcerated incisional hernia, leukocytosis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04091398. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component g04088: membrane. Previous patient codes (2422, 3191 other used for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2001 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2002 and (B)(6) 2006 were not provided. Patient information: medical history: acute appendicitis with perforation. Abdominal wall hernia. Right lower quadrant incisional hernia. Basal cell carcinoma. Obesity. (B)(6) 2004: 185 lbs., bmi 32.8. (B)(6) 2006: 190 lbs., bmi 33.7. (B)(6) 2007: 187 lbs., bmi 33.1. ­(B)(6) 2013: 210 lbs., bmi 37.2. ­(B)(6) 2018: 213 lbs., bmi 37.7. (B)(6) 2019: 221 lbs., bmi 40.1. Chronic obstructive pulmonary disease [copd]. Gastroesophageal reflux disease [gerd]. Rectal carcinoma. Diabetes mellitus ¿ type ii. Surgical procedures: (B)(6) 2001: appendectomy 2001: hernia repair, hysterectomy (B)(6) 2002: repair of incisional hernia with mesh, adhesiolysis. Implant: marlex mesh. (B)(6) 2006: laparoscopic lysis of adhesions. Repair of incarcerated incisional hernia. Mesh placement. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2006: incarcerated recurrent incisional hernia repair, 26 cm layered closure of the abdominal wall. Implant: sepramesh. (B)(6) 2007: laparoscopic cholecystectomy with intraoperative cholangiograms. (B)(6) 2013: repair of recurrent right lower quadrant hernia, removal of intraperitoneal mesh, implantation of 30 x 30cm lightweight polypropylene mesh in preperitoneal space, right transversus abdominis release, left posterior rectus sheath release, both resulting in rectus abdominis advancement flaps, small bowel serosal repairs x2. (B)(6) 2019: laparoscopic sleeve gastrectomy. Relevant medical information: (B)(6) 2001: ¿acute appendicitis. Findings included acute appendicitis with perforation. Small amount stool leakage in appendix and necrotic mesoappendix. Cultures grew e. Coli. Wound left open due to perforation, dressing changes performed.¿ (B)(6) 2001: ¿when coughs or stands there is a non-discreet bulge in right lower quadrant, cannot palpate discreet hernia .¿ (B)(6) 2001: CT abdomen/pelvis: ¿attenuation of right rectus muscle with herniation of omental fat, possibly small bowel, though not at this time, through right-sided abdominal wall hernia. Hernia extends inferior to mouth of hernia, along right lower abdomen. Impression: right-sided abdominal wall hernia.¿ (B)(6) 2001: ¿abdominal wall hernia. Impression: most likely due to incisional hernia. Discussed laparoscopic versus open repair. Wishes to have open repair. If develops recurrence, we would refer for laparoscopic repair.¿ (B)(6) 2002: repair of incisional hernia with mesh. Implant: marlex mesh. ¿I made a right lower quadrant transverse incision at the site of the right lower quadrant scar. I incised the skin and subcutaneous tissues sharply. I identified the hernia sac. The hernia sac was opened and sharply excised. Some adhesions between the peritoneum and omentum were lysed with sharp dissection. The right lower quadrant abdominal wall fascia was identified. All the individual fascial layers could not be identified. The external oblique fascia was identified. The peritoneum was identified. The fascia of the right lower quadrant abdominal wall was exposed around the fascial defect with electrocautery, circumferentially. The facial layer of the right lower quadrant abdominal wall was then approximated in mass to a prolene mesh. This was done circumferentially around the margin of the hernia defect with a running, #1 prolene stitch. After the mesh was approximated circumferentially to the fascia defect with a running, simple #1 prolene stitch , the wound was irrigated with normal saline. Good hemostasis was achieved with electrocautery. There was noted to be omentum interpose between the mesh and the intestine with no intestine touching the mesh. Two flat, #10 jackson-pratt drains were placed via stab wounds lateral to the incision, one superiorly and one inferiorly. They were placed in the subcutaneous tissues. They were secured to the skin where they existed [sic] the skin with 2-0 silk stitches. The deep subcutaneous tissues were reapproximated with interrupted 2-0 vicryl stitches. The superficial subcutaneous tissues were reapproximated with interrupted 3-0 vicryl subcuticular stitches.¿ implant preoperative complaints: (B)(6) 2006: ¿incisional hernia repair redo. Pain progressing for 1 year now. Abdomen: tender to palpation, bulge right upper quadrant with straining. Plan: laparoscopic incisional hernia repair.¿ (B)(6) 2006: ¿the patient is a 55-year-old white female who had an open appendectomy five years ago. Subsequently, the patient developed incisional hernia. This was repaired with mesh at an outside hospital, which has since recurred. She presented to the general surgery clinic complaining of pain and discomfort with this hernia. She was scheduled for laparoscopic versus possible open incisional hernia repair.¿ implant procedure: laparoscopic lysis of adhesions. Repair of incarcerated incisional hernia. Mesh placement. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04091398, 15 cm x 19 cm x 1mm thick, oval]. Implant date: (B)(6) 2006 [hospitalization (B)(6) 2006 through (B)(6) 2006]. Description of hernia being treated: ¿veress needle was advanced into the left upper quadrant. Pneumoperitoneum was achieved. A 5 mm optiview trocar was placed into the abdomen. The hernia was identified. This was upsized to a 10 mm and two additional 5 mm ports were placed, one in the upper and one in the left lower quadrant along the anterior axillary line. Laparoscopic lysis of the adhesions to this hernia sac was undertaken. This was accomplished with a combination of electrocautery and blunt dissection. Once all the adhesions were taken down, it was clear at that time that the hernia was too large to be repaired laparoscopically due to the fact that its inferior and right lateral borders came into contact with the pubic tubercle and the anterior superior iliac spine. This was converted to open hernia repair. Incision of the right lower quadrant was made over the previous skin incision. This was carried down to the level of the previously placed mesh. This mesh was dissected out circumferentially and passed off the table as specimen. Flaps were raised circumferentially to clear fascial edges.¿ implant size and fixation: ¿an 18 by 10 cm [sic] gore dual mesh was placed on the table. This was trimmed to be approximately 18 by 10 cm. This was sewn in an interrupted fashion circumferentially to the fascia with approximately 3 mm [sic] overlap circumferentially. Copious amounts of irrigation were used within the wound. Scarpa¿s fascia was then approximated with a running vicryl. The skin was closed with surgical clips. All port incisions were closed with #4-0 monocryl subcuticular stitches. Mastisol and steri-strips were applied as well as a sterile dressing to the abdominal incision.¿ (B)(6) 2006: discharge summary: ¿admitted, taken to surgery, repair of incisional hernia. Laparoscopically converted to open procedure due to proximity to her pubic tubercle and right asis [anterior superior iliac spine]. Plan: discharged home, expectation of bowel function return. Diet as tolerated. Activity as tolerated.¿ relevant medical information: (B)(6) 2006: ¿underwent open right incisional hernia repair with gore-tex mesh placement, has done beautifully from this. Incision well healed . Now has classic biliary colic.¿ ¿employee may return to work on (B)(6) 2006 without restrictions.¿ explant preoperative complaints: (B)(6) 2006: ultrasound abdomen: ¿unremarkable study.¿ (B)(6) 2006: ¿right upper quadrant abdominal pain, vomiting. Abdominal incisional hernia repair, reports one week later having violent emesis, back pain, bulging right side of abdomen. Abdomen: mildly obese, marked asymmetry of abdominal wall with bulging of right side of abdomen immediately below recent herniorrhaphy scar. Contents non-reducible. Impression: probable recurrence of incisional hernia.¿ (B)(6) 2006: CT abdomen/pelvis: ¿small bowel obstruction. Large right-sided abdominal wall hernia with dilated fluid-filled loops. Abnormal pericolonic stranding, thickening along lateral conal fascia in region of splenic flexure.¿ (B)(6) 2006: ¿this is a 55 year old female who, on (B)(6) 2006, had undergone a recurrent incisional hernia repair at university of kentucky medical center. I reviewed the operative port [sic] indicating the utilization of dual mesh. She reports sneezing one week after repair and noticed return of the bulge in the right lateral abdomen. She has now presented with a partial bowel obstruction and pain. ¿ explant procedure: incarcerated recurrent incisional hernia repair, 26 cm layered closure of the abdominal wall. Implant: sepramesh. Explant date: (B)(6) 2006 [hospitalized (B)(6) 2006]. ¿the right abdominal transverse scar was incised. As the dissection was continued down, the bowel was encountered. The patient had no well defined hernia sac there were numerous bowel adhesions between the small bowel, cecum, omentum. The subcutaneous tissues, as well as the tissue and growth side of the gore-tex dual mesh. The gore-tex dual mesh had pulled away superiorly and laterally from the fascial edges. The fascial sutures remained in the fascia. Using electrocautery and metzenbaum scissors, the herniated contents were reduced. The bowel was also adherent to the edges of the mesh intra-abdominally. After clearing the attachments, the dual mesh was removed, as was the gore-tex sutures. The subcutaneous flaps are created circumferentially for a distance of 8 cm. A 20 x 30 cm sepramesh was obtained. The fascial defect was 12 cm in diameter. The mesh was tacked to the fascial edges with interrupted 0 prolene sutures circumferentially. These were placed with my hand intra-abdominally, excluding the bowel from the suture placement. The mesh was tacked around the periphery 5-6 cm away from the fascial edges with interrupted 0 prolene sutures. A 15 french round blake drain was placed through a right interior lateral stab incision and across the mesh. The subcutaneous tissues were closed with running 2-0 vicryl sutures. The skin was closed with skin staples. (B)(6) 2006: discharge summary: ¿final diagnosis: incarcerated incisional hernia, leukocytosis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use state, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use also states, ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended.¿ ¿follow the curve of the needle when piercing the device and pierce through the full thickness of the device to ensure adequate mechanical strength of the device. Interrupted sutures can provide additional security against recurrence due to suture failure.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. All fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04091398. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2002, including records for previous hernia repairs, appendectomy, and hysterectomy, were not provided. (B)(6) 2002: (B)(6) (B)(6) md. Operative report. Pre/postop dx: right lower quadrant incisional hernia. Operation: repair of incisional hernia with mesh. Indications/findings: ¿the procedure and risks with an emphasis on bleeding, infection, bowel injury were explained to the patient preoperatively. She understood and wished to proceed. (B)(6) has a symptomatic incisional hernia. We will repair the hernia to help eliminate her symptoms and prevent future incarceration and strangulation of bowel. Description of procedure: the patient was taken to the operating room and placed in the supine position. General endotracheal anesthesia was administered and the patient¿s abdomen was scrubbed and painted with betadine and draped in a sterile fashion. I made a right lower quadrant transverse incision at the site of the right lower quadrant scar. I incised the skin and subcutaneous tissues sharply. I identified the hernia sac. The hernia sac was opened and sharply excised. Some adhesions between the peritoneum and omentum were lysed with sharp dissection. The right lower quadrant abdominal wall fascia was identified. All the individual fascial layers could not be identified. The external oblique fascia was identified. The peritoneum was identified. The fascia of the right lower quadrant abdominal wall was exposed around the fascial defect with electrocautery, circumferentially. The facial layer of the right lower quadrant abdominal wall was then approximated in mass to a prolene mesh. This was done circumferentially around the margin of the hernia defect with a running, #1 prolene stitch. After the mesh was approximated circumferentially to the fascia defect with a running, simple #1 prolene stitch, the wound was irrigated with normal saline. Good hemostasis was achieved with electrocautery. There was noted to be omentum interpose between the mesh and the intestine with no intestine touching the mesh. Two flat, #10 jackson-pratt drains were placed via stab wounds lateral to the incision, one superiorly and one inferiorly. They were placed in the subcutaneous tissues. They were secured to the skin where they existed the skin with 2-0 silk stitches. The deep subcutaneous tissues were reapproximated with interrupted 2-0 vicryl stitches. The superficial subcutaneous tissues were reapproximated with interrupted 3-0 vicryl subcuticular stitches. The skin was approximated with clips. A sterile dressing was applied. The patient went to the recovery room.¿ specimens: hernia sac. Findings: right lower quadrant incisional hernia that was repaired with mesh. Drains: a #10 jackson-pratt times two as noted above. Complications: none. (B)(6) 2002: (B)(6). Implant record. Mesh polypropylene marlex 10 x 14 bard. Location: abdomen. Manufacturer: bard davol. 01/16/02: (B)(6). Pathology. Clinical information: abdominal incisional hernia. Tissue submitted: hernia. Final dx: tissue from abdominal wall, incisional hernia sac. Records between (B)(6) 2002 and (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6) hospital, (B)(6) (B)(6) md, res; (B)(6) md. Operative report. Pre/postop dx: incisional hernia repair, right lower quadrant. Procedure performed: laparoscopic lysis of adhesions. Repair of incarcerated incisional hernia. Mesh placement. Specimens sent to pathology: old explanted mesh. Indications for procedure: ¿the patient is a 55-year-old white female who had an open appendectomy five years ago. Subsequently, the patient developed incisional hernia. This was repaired with mesh at an outside hospital, which has since recurred. She presented to the general surgery clinic complaining of pain and discomfort with this hernia. She was scheduled for laparoscopic versus possible open incisional hernia repair. Operative description: once informed consent was obtained; the patient was taken to the operating room and placed supine on the operating table. After appropriate general endotracheal anesthesia was achieved, the patient was prepped and draped in normal sterile fashion. Prior to making the skin incision, time out was called, where the patient was correctly identified with our intent to perform an incisional hernia repair. The operating room staff agreed. At this time it was also ensured with anesthesia that the patient received preoperative antibiotics. Veress needle was advanced into the left upper quadrant. Pneumoperitoneum was achieved. A 5 mm optiview trocar was placed into the abdomen. The hernia was identified. This was upsized to a 10 mm and two additional 5 mm ports were placed, one in the upper and one in the left lower quadrant along the anterior axillary line. Laparoscopic lysis of the adhesions to this hernia sac was undertaken. This was accomplished with a combination of electrocautery and blunt dissection. Once all the adhesions were taken down, it was clear at that time that the hernia was too large to be repaired laparoscopically due to the fact that its inferior and right lateral borders came into contact with the pubic tubercle and the anterior superior iliac spine. This was converted to open hernia repair. Incision of the right lower quadrant was made over the previous skin incision. This was carried down to the level of the previously placed mesh. This mesh was dissected out circumferentially and passed off the table as specimen. Flaps were raised circumferentially to clear fascial edges. An 18 by 10 cm gore dual mesh was placed on the table. This was trimmed to be approximately 18 by 10 cm. This was sewn in an interrupted fashion circumferentially to the fascia with approximately 3 mm overlap circumferentially. Copious amounts of irrigation were used within the wound. Scarpa¿s fascia was then approximated with a running vicryl. The skin was closed with surgical clips. All port incisions were closed with #4-0 monocryl subcuticular stitches. Mastisol and steri-strips were applied as well as a sterile dressing to the abdominal incision. The patient was awakened in the operating room. She was extubated without difficulty and transferred to the post anesthesia care unit in stable condition. Dr. (B)(6) was present for the entire case.¿ on (B)(6) 2006: (B)(6) hospital, (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: (B)(4). Lot batch code: 04091398. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. [Missing record: a pathology report detailing analysis of the ¿old explanted mesh¿ removed during the (B)(6) 2006 procedure was not provided.] On (B)(6) 2006: (B)(6) hospital, (B)(6) do. Discharge summary. Discharge dx: open incisional hernia. Hospital course: admitted, taken to surgery, repair of incisional hernia. Laparoscopically converted to open procedure due to proximity to her pubic tubercle and right asis [anterior superior iliac spine]. Plan: discharged home, expectation of bowel function return. Diet as tolerated. Activity as tolerated. Follow up dr. (B)(6) one week for wound healing and pain management. (B)(6) 2006: (B)(6) md. Operative report. Pre/postop dx: incarcerated incisional hernia with partial bowel obstruction. Operation: incarcerated recurrent incisional hernia repair, 25 cm layered closure of the abdominal wall. Indications/findings: hx: ¿this is a 55 year old female who, on (B)(6) [sic], 2006, had undergone a recurrent incisional hernia repair at (B)(6). I reviewed the operative port [sic] indicating the utilization of dual mesh. She reports sneezing one week after repair and noticed return of the bulge in the right lateral abdomen. She has now presented with a partial bowel obstruction and pain. Description of procedure: after discussing the risks of the procedure with the patient including bleeding, infection, bowel injury and hernia recurrence, consent was obtained. She was taken to the operating room and was placed on the operating room table in the supine position. After the induction of general anesthesia, the abdomen was prepped with phisohex and she was sterilely draped. The right abdominal transverse scar was incised. As the dissection was continued down, the bowel was encountered. The patient had no well defined hernia sac there were numerous bowel adhesions between the small bowel, cecum, omentum. The subcutaneous tissues, as well as the tissue and growth side of the gore-tex dual mesh. The gore-tex dual mesh had pulled away superiorly and laterally from the fascial edges. The fascial sutures remained in the fascia. Using electrocautery and metzenbaum scissors, the herniated contents were reduced. The bowel was also adherent to the edges of the mesh intra-abdominally. After clearing the attachments, the dual mesh was removed, as was the gore-tex sutures. The subcutaneous flaps are created circumferentially for a distance of 8 cm. A 20 x 30 cm sepramesh was obtained. The fascial defect was 12 cm in diameter. The mesh was tacked to the fascial edges with interrupted 0 prolene sutures circumferentially. These were placed with my hand intra-abdominally, excluding the bowel from the suture placement. The mesh was tacked around the periphery 5-6 cm away from the fascial edges with interrupted 0 prolene sutures. A 15 french round blake drain was placed through a right interior lateral stab incision and across the mesh. The subcutaneous tissues were closed with running 2-0 vicryl sutures. The skin was closed with skin staples. Dry dressing was applied and an abdominal binder was applied. The drain was secured to the skin with 2-0 nylon suture and was placed to bulb suction. The patient was extubated in the operating room and was transferred to the recovery room in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] On (B)(6) 2006: (B)(6). Implant record. Mesh sepramesh. Manufacturer: genzyme biosurgery. Records between 05/18/06 and 12/28/12 were not provided. On (B)(6) 2012: (B)(6) md. Operative report. Anesthetic: intravenous conscious sedation. Preop dx: right upper quadrant abdominal pain. Fecal incontinence. Change in bowel habits. Heartburn and nausea. Postop dx: large rectal mass. Normal upper endoscopy. Operation: esophagogastroduodenoscopy with biopsy. Colonoscopy with snare polypectomy. [Missing records: records for CT scan showing ¿large right lower quadrant hernia from (B)(6) were not provided.] On (B)(6) 2013: general surgery-clinic. (B)(6) md. Office notes. Recurrent ventral hernia, right hypogastrium last year, hurts with activity. Not relieved with tight abdominal binder. No change in urinary habits; bowel habits difficult to assess, required use of stool softeners. Hernia associated with pain, nausea, not vomiting. Previous scan from (B)(6) 2013, large right lower quadrant hernia. Psh: open incisional hernia repair with mesh 2002, 2006, second time in 2006, last time onlay mesh at (B)(6) hospital with underlay septra mesh measuring 20 x 30. Exam: abdomen soft, nondistended. Tender right lower quadrant. Right abdominal asymmetry with hernia superior to asis at point of tenderness. Assessment: recurrent right incisional hernia, nonreducible. Plan: discussed high-risk of recurrence given obesity, she wishes to pursue weight loss. Will return to clinic (B)(6) 2013. (B)(6) 2013: general surgery-clinic. (B)(6) md. Office notes. Recurrent ventral hernia. Ros: nausea and pain related with hernia. Exam: abdomen soft, nondistended, tender right lower quadrant, right abdominal asymmetry caused by mass protruding. Hernia nonreducible, bowels palpated through hernia. Assessment/plan: she lost 10 pounds. Agreed with open hernia repair with mesh, possibly bone anchors due to abdominal muscles, especially the rectum; really thin and weak for a regular repair. On (B)(6) 2013: (B)(6) hospital. (B)(6) md, facs. History and physical. Hpi: recurrent ventral incisional hernia. Right-sided flank pain hurts with activity, increases and constant while active. Nausea, does effect bowel habits. Plans open hernia repair with mesh implantation. Exam: abdomen soft, tender right lower quadrant and right flank. Cva tenderness. Bowel sounds appreciated. On (B)(6) 2013: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop dx: recurrent incisional hernia in the right lower quadrant and flank. Procedure performed: repair of recurrent right lower quadrant hernia. Removal of intraperitoneal mesh. Implantation of 30 x 30 cm lightweight polypropylene mesh in the preperitoneal space. Right transversus abdominis release. Left posterior rectus sheath release, both resulting in rectus abdominis advancement flaps. Small bowel serosal repairs x 2. Complications: none. Indications: ¿the patient presents with a symptomatic recurrent hernia. She has undergone several prior repairs. She has a bulge in the right lower quadrant which originated from appendectomy, and most recent repair was intraperitoneal sepramesh 20 x 20 cm in size. She has a sizable recurrence. She presents today for elective re-repair. Operative findings: defect, after removal of mesh, was approximately 15 x 15 cm. This was repaired in an extraperitoneal fashion after reconstructing the posterior rectus sheath with vicryl mesh. A 30 x 30 cm soft mesh was placed in the preperitoneal space. The fascia was closed over the mesh at the superior and inferior aspects, but approximately 10 x 5 cm area of mesh was left as a bridge. Two small serosal defects were repaired with silk lembert. These serosal defects were directly a result of mesh adherence to the bowel. Description of procedure: the patient was taken to the operating room, positioned on the operating table in supine position. General endotracheal anesthesia was induced. Next, she was prepped and draped using sterile technique. A vertical midline incision was made through skin and subcutaneous tissue extending down to the previous mesh. There was noted to be a hernia defect in the midline just superior to the mesh. I then incised the mesh sharply in the midline. There were dense adhesions to the undersurface of the mesh. These were taken down sharply. I extended my dissection down into the pelvis, into the upper abdomen. The small bowel was adherent to the mesh densely in 2 locations at the periphery of the mesh. In one location I left a small 1 cm medallion of mesh on the bowel, but there was a small serosal defect in this region. This was oversewn with 3-0 silk lembert suture. A second area of the bowel was taken down without requiring a mesh medallion, but there was a serosal defect which required repair, again using 3-0 silk lembert sutures. I completed the adhesiolysis and reduced the hernia. There was herniation lateral to the mesh in the right flank. It appeared that the bowel had herniated lateral to the mesh and extended between the transversus and internal oblique muscles. After removing the mesh, it also appeared that there was a dissociation between the rectus muscle and the oblique muscles with a wide gap in this region. I felt this was best approached with a large preperitoneal mesh covering the defects. Recognizing the rectus muscle was dissociated from the obliques. I felt the rectus could be salvaged and used as a vascular buttress over the mesh repair, but it would not serve as any permanent strength to her abdominal wall. I proceeded initially with raising of preperitoneal flaps beginning at the obliques on the right side and extended this cut into the retroperitoneum. The quality of the peritoneum was quite attenuated, particularly in the right lower quadrant in the right inguinal region. I was able to dissect a flap, dissected the space of retzius and continued this up to the costal margin more superiorly along the posterior rectus. Superiorly, the preperitoneal space and the peritoneum had much more strength. This resulted in a small amount of advancement of the abdominal musculature. I then incised the posterior rectus sheath on the left side and dissected the retrorectus space on the left side to allow for some rectus abdominis advancement. This was again extended into the space of retzius and up to the xiphoid process and costal margin. Next, I irrigated, I inspected the bowl carefully. I felt the posterior sheath was not amenable to closure, so I closed this with a bridging vicryl mesh. A sheet of vicryl mesh approximately 12 x 8 inches was fashioned. This was sewn in an edge-to-edge fashion using a running vicryl suture, reconstructing the posterior sheath. I then sized the preperitoneal space to ensure that there was at least 5 cm of overlap of mesh. A 30 x 30 cm mesh nicely fit into the preperitoneal space with it being eccentrically positioned extending well into the right flank. This was anchored with interrupted #1 pds sutures placed with the reverdin needle circumferentially on the abdominal wall. The suprapubic stitch incorporated periosteum. I was actually able to identify the shelving edge of the inguinal ligament and placed stitches between the mesh and the shelving edge in the right lower quadrant. In the right flank at the level of the mid-axillary line I placed stitches of #1 pds using the reverdin needle and anchored the mesh laterally. The mesh draped back into the retroperitoneum. Superiorly stitches were placed as well and on the left side stitches were placed through the lateral border of the rectus sheath. Following placement of the circumferential sutures, the sutures were tied and the mesh was in excellent position with great overlap. I then placed a drain into the retrorectus space exiting in the left side. I then closed the fascia from above and below using a series of interrupted figure-of-eight #1 pds sutures. However, in the central portion of the mesh I was not able to close fascia over the mesh. I then placed a drain in the subcutaneous space. I closed scarpa¿s fascia over the mesh. Additionally, I closed the defect between the rectus muscle and the obliques using a running pds suture to provide additional coverage over the mesh. I then closed skin with 4-0 monocryl, dressed the wounds with mastisol and steri-strips. Instrument, needle, and sponge counts were all reported as correct. The patient tolerated the procedure well, was transferred to the recovery room in stable condition. I was present for and participated in the entire operation.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: (B)(6) hospital. Implant record. Bard soft mesh. Size: 12 x 12. Location: abdomen. Vicryl mesh, ethicon. (B)(6) 2013: (B)(6) md. Progress note. No events overnight, pain controlled, ambulating, endorses flatus and bm [bowel movement], tolerating clear liquids. Exam: abdomen soft, distended, attp [according to the patient], incision c/d/I [clean/dry/intact], steris in place, abdominal binder in place. Impression: s/p hernia repair with mesh. Abdominal distension improving. On (B)(6) 2013: (B)(6) md. Discharge summary. Hospital course: open repair rlq hernia with mesh, small bowel serosal tear repair x 2 on (B)(6) 2013, tolerated well. Passing flatus, having bowel movements by pod 5, diet advanced. 2 jp¿s placed intra-operatively, removed prior to discharge. Ambulate without difficulty. Afebrile, hemodynamically stable, tolerating regular diet. Pain controlled. Stable for discharge today, follow-up dr. Roth 3-4 weeks. Exam: abdomen soft, distended, incision c/d/I steris in place, abdominal binder in place. Lifting: no lifting more than 5 lbs for 35 days. Activity: move around as able, do not drive until you can comfortably slam on brakes. Wound/incision care: wash wound mild soap and water once/day, pat dry, do not rub. Shower anytime, keep wound or bandage dry. Do not use tub bath. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  on (B)(6) 2006: (B)(6) medical center. (B)(6), arnp. Anesthesia record. Weight 190. Bmi 33.7. Asa 2. On (B)(6) 2006: (B)(6) hospital. (B)(6). Anesthesia record. Decadron. On (B)(6) 2006: (B)(6) hospital (B)(6) medical center. [(B)(6), md]. Post-operative progress note. Pre-operative diagnosis: incisional hernia rlq. Post-operative diagnosis: same. Indications: pain, severe. Primary surgeon: dr. Schwartz. Findings: ¿large incisional hernia laparoscopic converted to open due to proximity to pubic tubercle and right asis [anterior superior iliac spine].¿ procedure: lap lysis of adhesions, open hernia repair [with] mesh. Specimens removed: explanted mesh. On (B)(6) 2006: (B)(6) hospital. Implant record. (B)(6). Mesh. On (B)(6) 2013:UK healthcare. [Illegible signature]. Anesthesia record. Weight 212 pounds. Asa 2. History of chronic obstructive pulmonary disease. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, mesh failure, partial bowel obstruction, additional surgery. Additional event specific information was not provided.